Manufacturer narrative:
Analysis was completed. The reported event of premature battery depletion and rf telemetry lockout was confirmed. The results showed the premature depletion was caused by an increased duty cycle of the internal circuitry caused by the firmware. The rf telemetry lockout was due to excess rf/64k telemetry usage.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker had premature battery depletion and wireless telemetry lock out as a result. The device was explanted and replaced. The patient was stable.